Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 6 colony forming units (cfus) of pseudomonas aeruginosa. During the second sampling, the scope tested positive for 11 cfus of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of coagulase-negative staphylococci, which is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anio¿s clean excel d detergent and brushes the instrument channel, suction cylinder, instrument channel port and distal end/area around elevator. The customer uses asept in med brushes (reference 201790). The customer does not manually disinfect the scope. For automated endoscope reprocessor (aer) treatment, a cantel isa machine is used with intercept plus cantel detergent and rapicide pa medivator cantel (disinfectant). The scope is stored horizontally in suresture storage. Olympus is not the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a correction to the user results of third party testing (please see b6 for further detail), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - mouthpiece pin --- leak - light guide rod lens (2x) --- cracked - light guide bundle --- fiber breakings - connecting tube --- wrinkle 10mm from glue - universal cord --- buckles - electrical connector unit --- corroded - biopsy channel --- wear and tear (replacement as preventive maintenance) - insulation distal end and insertion section does not meet specification - cleaning disinfection sterilization machine cantel - adhesive around objective and light guide lens --- worn however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.